Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device has not worked since implant, it leaks all the time and they are very unhappy. It was not caused by normal battery depletion. Patient had a fall that may have contributed to some of the problem but not sure. The device did seem to be working now somewhat but patient was still required to wear a pad night and day. It was reported the issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they noticed starting last week, after they had a fall, last thursday their symptoms just became worse, they are having to use 2 pads a day, one at night, something is not working, they need some help. Patient said prior to getting the stimulator they were using one pad a day. Worked with patient to use their equipment to synch with their implant and after working with pt to power up the handset pt was successful to synch with their ins and increase and confirm it was comfortable. Reviewed some interstim therapy optimization information and redirected to their doctor. This included patient said interstim never has worked like they wanted it to. Agent asked if the evaluation worked like they wanted it to pt said they don't know they don't remember doing that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that there was an output issue - still not working properly. The cause was not determined. The cause was not due to normal battery depletion.